Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced health conditions, including cognitive issues not related to the device, which made it difficult to charge the device. Additionally, the patient requested a non-rechargeable device; therefore, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient was reported to be doing well. The explanted device was not returned for analysis, as it was disposed of by the medical facility.